Event description:
Information was received that reported a patient was hospitalized due to hyperglycemia. Reporter states that he was in the hospital for a gi bleed. While in the hospital and on the pump, he experienced an episode of high blood sugar. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.